Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and pneumonia, with a blood glucose reading of 523 mg/dl. Troubleshooting was not possible at the time of the call. Advised the caller to have the customer call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.